Event description:
Instrument and cord failed-opened 3 harmonic cords and 2 harmonic harh46 non-processes before it worked. There is only information for one device and that device is available for evaluation.